Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material in the air/water (a/w) channel and a/w cylinder were unable to be further specified. Moreover, o physical damage of the device was confirmed at where the foreign material was remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope lost the image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the flexibility adjustment ring had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The grip had a scratch. The forceps channel port was deformed. The plug unit had a scratch. Due to damage on the circuit board unit in the endoscope connector, the distal end section got warm. The air/water tube and cylinder had whitish foreign material resembling powder mixed with water. The plastic distal end cover was shaved. The connecting tube had a wrinkle. Due to damage on charged coupled device unit, a noise image occurred with no image during angulation in the up/down directions and the switch flexible printed circuit unit was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.